Event description:
Customer reported unexpected negative reactions with anti-d series 5. Three samples from different donors originally tested as d negative, and were reported as d negative, but later tested as d positive.

Manufacturer narrative:
Customer returned samples and product for investigational testing. Reagent red blood cells of various rh phenotypes, including weak d, were tested using returned and retention product; expected reactivity was observed. The customer's samples were tested with various manufacturers' anti-d reagents, including returned and retention anti-d series 5, lot 505540. Only 1 of the samples was nonreactive with all of the anti-d reagents tested; optimal reactivity at iat was demonstrated by the remaining samples. The event appears to be related to the nature of the samples.